Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the drawer 10 was jammed and unable to open. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 10 was jammed and unable to open, and half height main 5.2 had a bad slide. A field service engineer replaced the half height main 5 but the new drawer did not power on, replaced the bus controller, updated the firmware in hardware test application, rebooted, configured the drawer and tested functionality to resolve. The system functioned as intended after the field service engineer repaired the device.